Manufacturer narrative:
Conclusion: device failure/lack of effectiveness related to pt condition (multi-organ failure); other (lack of info).

Event description:
Patient received an endeavor stent (3.0 x 12mm) in the proximal lad 77 days ago. Acute occlusion of left femoral artery (not the side of arterial puncture during pci. The investigator reported one day after pci, consecutive surgery (thrombendarterectomy & fasciotomy due to compartment syndrome). Thereafter multiogran failure and non cardiac death 2 days post implant. Patient taking asa and clopidogrel/ticlopidine 24 hours prior to death. Please note that this model number ensp30012x is not distributed in the us.